Manufacturer narrative:
(B)(4). The customer reported that no alarms were heard when a pt was having convulsions. No pt harm was reported. The data provided does not support that the pt condition violated any alarm limits. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no alarms were heard when a pt was having convulsions. No pt harm was reported.